Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents. No damage was found on the isolation tape. All of the buttons functioned properly during testing. No keypad trace damage was noted and no unlocked keypad connector was noted during the visual inspection. No moisture damage was found on the electronics, motor, vibrator, or battery tube assembly. No unexpected number ramping was noted on the display. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported by the customer that the insulin pump was exposed to moisture. Customer stated that they had been jumped into a pool while still attached to the device and fluid is trapped behind the display screen. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 500 mg/dl at time of reporting. Nothing further reported.